Event description:
It was reported that the patient, that is enrolled in the (B)(6) study, experienced a non-serious adverse event of delirium with moderate severity. The patient was transferred back to the intermediate ward from the standard ward and was given medication due to the subject's pattern of delirious. A CT, computerized tomography, scan was performed three days after the implant and showed normal postoperative findings. It was also noted that the delirium was assessed as having a possible relationship to the procedure and not related to the device.

Event description:
It was reported that the patient, that is enrolled in the cartesia extend 3d study, experienced a non-serious adverse event of delirium with moderate severity. The patient was transferred back to the intermediate ward from the standard ward and was given medication due to the subject's pattern of delirious. A CT, computerized tomography, scan was performed three days after the implant and showed normal postoperative findings. It was also noted that the delirium was assessed as having a possible relationship to the procedure and not related to the device.